Event description:
It was reported that the asymptomatic patient presented remotely via (B)(6). Upon review, the pacemaker exhibited over-sensing noise due to electromagnetic interference. No intervention was performed. Patient was stable.